Event description:
It was observed that during the device inspection, the Rhino-Laryngo Videoscope exhibited Cracked A-Rubber glue with exposed threads. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.Should additional relevant information become available, a supplemental report will be submitted.